Manufacturer narrative:
B3: unknown, month and year valid. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) rubber seal was damaged. Service history review identified that the device has not been serviced in the past 12 months. Functional testing confirmed the customer reported problem. The exact cause of the issue was not determined. The investigaton determined the dso sensor was damaged. The dso sensor was replaced.

Event description:
It was reported that the pump alarms cassette, regardless of whether a cassette is inserted or not. Per reporter, the issue was noticed prior to use on a patient. There was no patient involvement.